Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: "bilateral removal was noted as "alcl¿.

Event description:
Physician reported "alcl?¿ for left side device. Device was replaced. Pathological markers confirming alcl have not been received.